Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter's needle would not retract. The following was received by the initial reporter: insyte IV malfunctioned. Button to retract needle was activated and was stuck down without needle retracting.

Manufacturer narrative:
B3: date of event: unknown. The date received by manufacturer has been used for this field. H3: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause.

Event description:
No additional information.